Manufacturer narrative:
(B)(4). The package had been opened and was received with no sales unit carton. Tyvek showed crumpling of the tyvek from handling. A small hole was present in the tyvek over the distal end of the knob. The damage appeared to be caused by an impact to the package that ripped the tyvek from the outside in. Complaint event is confirmed. Batch history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that the device package had a hole in it. It was not used and will be returned.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The package had been opened and was received with no sales unit carton. Package showed crumpling of the tyvek and c-film suggesting the package had been handled extensively while outside of its sales unit carton. A small hole was present in the tyvek over the distal end of the knob. The damage appeared to be caused by an impact to the package that ripped the tyvek from the outside in. Complaint event is confirmed. Based on the visual examination of the package, it is most likely that the damage to the package occurred outside of the packaging facility. Batch history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.